Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient was experiencing shocking and/or stabbing pains when turning the ipg on. X-ray result revealed a severed lead. The patient will undergo revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was confirmed that the patient did not have a bsc lead implanted prior to the explant procedure. Nothing was damaged. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: scs phiii ext 35cm, (B)(4), description: scs phiii ext 35cm model #: sc-1132, (B)(4), description: precision spectra implantable pulse generator the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing shocking and/or stabbing pains when turning the ipg on. X-ray result revealed a severed lead. The patient will undergo revision procedure.